Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: model: 419688, lead; implant: 2013 (B)(6); model: 1888tc, competitor lead; implant: 2013 (B)(6). (B)(4).

Event description:
It was reported that the position of the patients right ventricular (rv) lead was inducing ventricular tachycardia (vt). The physician chose to remove and replace the rv lead. No further patient complications have been reported as a result of this event.